Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2011 - initial result = 1.9, repeat 1.2. Customer called back the following day with these inr results: 1.2, 1.1, 1.4, 1.3.

Manufacturer narrative:
Investigation pending.